Event description:
It was reported that the user experienced a brief loss of glucose readings on the ilet integrated with a dexcom g7 sensor and was unsure if insulin was being delivered; a subsequent sensor value showed 250 mg/dl with a stable trend and no associated adverse clinical symptoms., consistent with intermittent communication failure potentially related to the antenna or electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between systems with intermittent communication loss, with relevance to electrical/magnetic functionality and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.